Event description:
It was reported to philips that the metallic part of the paddle was damaged. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the paddle, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.